Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported that the xenon light source had a b30 scope communication error. There were no reports of patient harm.